Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2018-jun-20. It was reported that per the physician¿s report, the patient was experiencing loss of therapeutic effect. Approximately 2 weeks ago, a catheter dye study was attempted but the physician had difficulty withdrawing fluid and the fluid was yellow in color, instead of the expected clear fluid. The physician could not see the catheter in the spine of the patient under x-ray. During the catheter revision, the patient¿s catheter was found to be intact but coiled in the pump pocket. The catheter was replaced. The issue is now resolved, this information was confirmed with the account. Due to hospital policy, the catheter was not available to be returned to the manufacturer. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was not reported. It was reported that there was a catheter revision scheduled for (B)(6) 2018. The issue was unknown. It was unknown if the issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ the patient¿s weight was unknown. The hcp would have no further information for the manufacturer on the event. There were no further complications reported/anticipated.